Event description:
This is a spontaneous case report received from a consumer in united states on (B)(4) 2014 which refers to herself who had essure (fallopian tube occlusion insert) and experienced debilitating pain. In 2008 the consumer had essure inserted. Consumer stated on a television program that the pain she was feeling was debilitating for three years until she had a hysterectomy and essure hardware was removed. The pain wreaked havoc on her marriage and stopped her from riding horses competitively. She stated that she never felt discriminated against like she had with this problems with essure. Consumer reported that her physician pressured her to have it installed; when she complained about the pain he told her that she was silly little woman, that she was hormonal. No further information provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on (B)(4) 2014. This adverse event report tis related to a product technical complaint (ptc). The bayer reference number for the pitc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the medical event reported is not necessarily indicative of a quality defect. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this non-medically confirmed, report was received from a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced pain was debilitating for 3 years. Pain was debilitating for 3 years is serious due to medical significance and is listed in the reference safety information for essure. This case was regarded as incident since the consumer has a hysterectomy and essure hardware was removed. Pain was debilitating for 3 years assumed as pelvic pain may occur rarely after some essure insertion. In this particular case, it was reported that the pain she was feeling was debilitating for three years until she has a hysterectomy and essure hardware was removed. The pain wreaked havoc on her marriage and stopped her from riding horses competitively. Based on available information and due to lack of an alternative explanation the event was considered related to essure (fallopian tube occlusion insert) therapy. According to ptc final analysis, at the time of this medical assessment the technical investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect.